Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. A functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. A functional evaluation for visualization was performed. The device was plugged into the controller. No image was displayed, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, intended for direct view biopsy in the bile duct, it was noticed that there were dots displayed on the screen as the device was inserted into the bile duct. It then displayed a spyglass ds logo image. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.